Event description:
It was reported that bd us cathena 20gx1.25in straight bc - safety shield activation failure. This is event 2 nurse had a cathena not safety, no accidental needle injuries occurred thankfully. Picture and product info are what nurse thinks the affected lot is from but isn't sure, another non-safety issue happened as well and nurse stuck herself but was not doing a patient stick and this product info was not kept or relayed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of safety shield activation failure was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.